Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, network interface with name pyxinet was not found and went offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, network interface with name pyxinet was not found and went offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer reported an error stating the network interface named pyxinet was not found. A field service engineer (fse) deleted corrupt network interface card (nic), refreshed the list, renamed and configured the internal ip, ran overdue windows updates, and restarted the machine. The device ran fine afterward, and monitoring was advised. The system functioned as intended after the field service engineer repaired the device.